Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, an issue related to the device's flow sensor assembly was observed. The device's flow sensor assembly was replaced to address the issue. During the evaluation of the device at a third party service center, an issue related to the device's sensor board was observed. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the flow sensor assembly. The flow sensor assembly was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the flow sensor assembly failing was due to crack caused by cleaning agent used to disinfect the device by the third party service center. The sensor board is no longer available for investigation.